Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. Based on technician statement, the internal leakage test, flow transducer test, o2 sensor test and patient circuit test failed. The o2 gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).